Event description:
It was reported that during the implant procedure the measurements taken when the device was out of the pocket were normal, but when the device was placed inside the pocket the measurements were abnormal. It was noted the left ventricular (lv) lead had no capture at max output and the impedances were high through the device when the lead was connected, but did not demonstrate that with the analyzer. The pocket had to be re-opened due to the device impedance values. The device was not used and a different device was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.